Event description:
Duriing patient treatment with the 3100a, the driver stopped running just after the electronics assembly (the "head") was swiveled. Mean airway pressure was maintained. The patient was handbagged, then placed on another 3100a without compromise.